Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved no anomalies were found: the surgical plan of gmk total knee implants with my knee patient match cutting blocks has been verified and confirmed by r&d department. The production steps and controls have been correctly performed in accordance with the specifications. From the data collected, the reason of the problem is unknown, but it is likely not device related since the surgical plan was verified and the my knee cutting blocks were produced according to it.